Event description:
The customer reported that the ortho provue read a sample barcode ID incorrectly. Sample misidentification may lead to the reporting of erroneous test results. The customer identified the issue, preventing erroneous results from being reported.

Manufacturer narrative:
No definitive root cause was determined. An ocd field engineer arrived at the customer site and performed repairs and replacement of the appropriate components to return the instrument to expected operation. This customer has logged a related complaint against this analyzer since this incident.